Manufacturer narrative:
Pharmacovigilance comments: the serious expected events of granuloma skin and mass at implant site were considered possibly related to the treatment. Serious criteria include the need for medical intervention and long standing event suggestive of permanent damage. The patient report contained limited information; time to onset and medical history were not provided. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering narrative: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 06-aug-2020 by an adult female patient concerning herself. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with sculptra (unknown amount, lot number, injection technique and needle type) at unknown location. Unknown time later, on an unknown date in 2019, the patient had granulomas(granuloma skin) in lower jaw and near nasal labial folds. The patient went to the injector and had examination of lumps(implant site mass), who said that they would go away. But year later, they were still there and very pronounced. On an unknown date, the patient had received unspecified treatment. Outcome at the time of the report: granulomas was not recovered/not resolved. Lumps was not recovered/not resolved.